Event description:
It was reported that the handpiece continued to run on its own when in safe mode during a surgical procedure. The case was continued with backup equipment. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.